Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in ICU due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018. The customer blood glucose level was unknown at the time of hospitalization. The customer was treated with insulin drip. Customer did not provide any symptoms related to the hyperglycemia. The insulin pump will not be returned for analysis.